Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery and that the customer mentioned during troubleshooting that they experienced high blood glucose level in the low 300 mg/dl. The customer treated with manual injection. Troubleshooting for no delivery was performed and insulin exited during fixed prime and found the insulin pump to be working as designed. The customer was advised to monitor insulin pump and blood glucose. The customer called back reporting that the no delivery alarms persisted and also mentioned that they experienced high blood glucose of 400 mg/dl to 500 mg/dl. The customer reverted back to injections. The customer declined to perform further troubleshooting and just wanted the insulin pump to be replaced. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No excessive no delivery alarms noted. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no check setting alarm and unexpected resetting and cleared itself noted. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.